Manufacturer narrative:
(B)(4).

Event description:
It was reported that post device explant the patient complained about general discomfort. A stat echocardiogram was performed and a pericardial effusion was observed. Pericardiocentesis was successfully performed and patient monitoring will continue.

Manufacturer narrative:
(B)(4).

Event description:
New information received states that post procedure lead perforation was observed. Additionally, after the lv lead was placed, a drop in patient's blood pressure was observed. It was also noted that the previously reported pericardial effusion was with tamponade physiology.